Event description:
A (B)(6) female pt called zoll customer support to report that her monitor wasn't powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a defective u603 buck converter on the monitor c/a board. The root cause for the defective u603 component could not be positively identified. No adverse event resulted from the defective u603 component. The pt received a replacement monitor.